Event description:
It was reported that a monofocal toric intraocular lens implanted in a larger capsulotomy, leading to the haptics rubbing against the iris. This has resulted in significant pigment dispersion and elevated intraocular pressure in the patient. The lens remains implanted in the patient's right eye and cannot be removed due to the positioning of the haptics within the large capsulotomy. The timing of the event, whether during insertion or post-operation, is unspecified. While the symptoms are described as significant, it is not clear whether they affect the patient¿s daily activities. No surgical or medical interventions have been undertaken or are planned. The product remains implanted and will not be returned. No further information was provided.

Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is on or after jul 2, 2025. Section d6b: if explanted; give date: not applicable as the device remains implanted. Section h3: the device was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Section h6: health effect - clinical code: 4581 - this code was used for the reported lens decentered or dislocated. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: additional information indicated that the patient was crying during the surgery which caused a radial tear in the capsulorhexis, leading to a conversion to a capsulotomy with a large opening. The intraocular lens (iol) was placed inside the capsulotomy. The date that the symptoms/issues first noted was (B)(6) 2024. The account suggests that the device may have contributed to the event by haptics rubbing against the iris, leading to pigment dispersion and elevated intraocular pressure. It was noted that the patient had no pre-existing conditions that could have contributed to the reported event. It was confirmed that the intraocular pressure (iop) was not equal to or greater than 50 mmhg; however, the elevated iop lasted more than 15 days in the patient. Additional indicated that currently iop is controlled with topical meds, trabeculectomy was required and an omni procedure was performed after failed trabeculectomy. The medication outside of the standard care prescribed to the patient were latanoprost, brimonidine, dorzolamide/timolol. There was no patient injury reported and currently the eye pressure is stable with glaucoma meds after goniotomy was performed. Additional information provided indicated that the lens was explanted on (B)(6) 2025. The replacement lens model and diopter are unknown. It was also reported that the surgery center cannot find the explanted lens and they think it was thrown away by mistake. The following fields were updated based on the additional information received: section a2: age: 61 years section a6: race: white section b3: date of event: jul 16, 2024 section d6b: if explanted, give date: (B)(6) 2025. The following coded were added based on the additional information received: section h6: health effect - impact code: 4644 - medical intervention section h6: health effect - impact code: 4625 - secondary surgical intervention (trabeculectomy and an omni procedure) section h6: health effect - impact code: 4629 ¿ explant section h6: type of investigation: 4115 - device discarded. Corrected data: in review, it was noticed that an incorrect implant date ((B)(6) 2025) was inadvertently entered in the section d6a of the initial MDR report. The information has been corrected in this supplemental MDR report. Also, based on the additional information provided the following fields were updated accordingly: section d6a. If implanted, give date: (B)(6) 2024. The following code is no longer applicable: section h6: health effect - impact code: 2199 - no health consequences or impact. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.